Event description:
Failure to switch from bipolar pacing to unipolar pacing in a reply d pacemaker.

Event description:
Failure to switch from bipolar pacing to unipolar pacing in a reply d pacemaker.

Manufacturer narrative:
Preliminary analysis of the returned device verified proper function.

Event description:
Failure to switch from bipolar pacing to unipolar pacing in a reply d pacemaker.